Manufacturer narrative:
(B)(4). Approximate age of device - 37 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and it was reported that the patient presented to the hospital on (B)(6) 2015 with elevated lactate dehydrogenase levels and reported hematuria. The pump speed was reportedly lower than expected and it was reported that the patient's inr had been subtherapeutic for approximately greater than five days. The patient reportedly had a pump exchange on (B)(6) 2015 and it was reported that the explanted pump would be evaluated by the patient's pathology department.